Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018 one-day post implant, lead dislodgement was observed. A decrease in r-waves, increased rv thresholds and intermittent capture at high outputs was also noted. The lead was repositioned. The patient condition was stable.